Event description:
The customer reported that the 9900 system would continue fluoro exposure after releasing the switch. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The extended fluoro was disabled. The system was tested and is operating as intended. This event may be an accidental radiation occurrence.